Event description:
This spontaneous case was received on (B)(6) 2014 by a nurse via and sales representative and concerned a female patient of unknown age and date of birth. The patient's medical history and concomitant medications not included. On "a tuesday several weeks ago" (unknown date) the patient received treatment with perlane l injection (cross linked hyaluronic acid with 0.3% lidocaine) (unspecified dose for unknown indication. The batch number and expiry date used was not reported. The patient then developed swelling in the face and eyes 6 days later. She then went to the emergency room where she was given antibiotics (drug name unknown) and prednisone for suspected cellulitis. The patient has completed her antibiotic and prednisone course of therapy but reports that the same swelling is now coming back. No information about medical evaluation or causality assessment was provided. The outcome of the event was unknown. The reporter did not provide a causality assessment. No further information was provided. For reference purposes only, this case has also been assigned the following tracking numbers: xce-85790-ae (medcomm solutions on behalf of valeant).